Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, multiple recorded episodes of inappropriate mode switch due to ventricular crosstalk were noted. It was also noted that the right ventricular lead exhibited low pacing impedances and a decrease in sensing. The device was reprogrammed. The patient's condition was good and would continue to be monitored.